Manufacturer narrative:
Date of report : 15mar2019, MFR site : updated contact info, date rec¿d by MFR : 20feb20019. The power management board was replaced also to address the battery failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27feb2019. International UDI: (B)(4). Reporter phone number unknown. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the blower motor assembly and the issue was resolved.

Event description:
It was reported that the unit declared an error 1124 (battery failure) and patient circuit occlusion. There was no patient involvement. The event date was not specified; estimate used.